Manufacturer narrative:
Based upon the inquiry information recieved visual and functional examination: the unit was found to require the cd motr adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer. The PMA/510(k)k99190.

Event description:
The device did not work: it showed error l3-002.